Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was in atrial fibrillation (af) and received multiple inappropriate shocks, which resulted in therapy exhaustion. Detection enhancements were reprogrammed. No adverse patient effects were reported.